Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during basal and bolus delivery. The customer's blood glucose (bg) level was 200-300 mg/dl. The customer would change the infusion set site and deliver a correction bolus to address the bg level. Then "eventually would change all the pump supplies" to resolve the occlusion. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.